Event description:
Hcp reported that patient was experiencing withdrawal. The hcp felt the patient was not getting the drug as the pump would take only 4ccs of drug. The hcp did a catheter revision thinking that was the problem, but reports it was not - the pump had a malfunction. The pump was replaced and returned to the manufacturer for analysis. The patient outcome was not reported. A follow up report will be sent when additional information is received.